Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The site also indicated that they found no evidence of a pump malfunction. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the left ventricular assist device (lvad), the patient¿s right heart failure worsened. The patient required inotropes followed by placement of a percutaneous right ventricular assist device (rvad) on (B)(6) 2019. Multi-organ system failure ensued, requiring intubation and continuous veno-venous hemofiltration (cvvh). The patient¿s oxygenation worsened despite therapeutic bronchoscopies, inhaled nitric oxide and maximum ventilator support. It was further reported that the patient experienced alveolar hemorrhage with hemoptysis. The patient's vad support was withdrawn on (B)(6) 2019, and the patient subsequently expired.